Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system and >10.0inr on a comparison hospital system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.